Manufacturer narrative:
Additional information was received that during the implant of this valve (B)(4), paravalvular leak (pvl) was reported. Subsequently a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.  If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a second valve was implanted for an unknown reason. No additional adverse patient effects were reported.